Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels in the 50 mg/dl range. Reportedly, the pump basal rate needed to be adjusted due to the customer having lung cancer and eating less. Tandem technical support guided the customer through adjusting the pump basal rate. Customer disconnected from the pump and ate food to address low bg levels.